Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection was performed on the returned meter and no issues were observed. The meter did power on with button depression and with retain strip insertion. Retain strips fit into strip port without issue. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Strips were not returned. The meter was returned and investigated, therefore no further investigation activities were performed. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips meter passed all tests prior to release. Retain testing was performed and all units performed within specification. If the strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported an issue of ¿strips do not fit in port¿ of the freestyle freedom lite meter. The customer further reported the issue occurred on (B)(6)2019 and he was hospitalized for an unspecified number of days to the reported issue. No further details were reported. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue of ¿strips do not fit in port¿ of the freestyle freedom lite meter. The customer further reported the issue occurred on (B)(6) 2019 and he was hospitalized for an unspecified number of days to the reported issue. No further details were reported. Based on the information received, there was no report of death or permanent impairment associated with this event.